Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular single coil defibrillation lead exhibited gradually increasing shock impedance measurements reaching out of range. The shock impedances continue to increase reaching 150 ohms. This lead will continue to be monitored. No adverse patient effects were reported.